Event description:
Pt reported severe pain post-op. Pt previously had sparc sling. Several days post-op dr determined that he perforated the bowel when placing the sparc device. Pt had elevated temperatures and pain. Sparc sling had to be removed and bowel reanastomized.

Event description:
Add'l info rec'd from MFR 6/22/2004: because the voluntary report form mw1031147 which MFR had received from FDA/cdrh does not contain any pt info, or doctor's names, there is insufficient info to allow co to investigate this event. Based upon a review of other, similar devices built by ams and other manufacturers, co knows that bowel perforation is a possible complication for pts with vaginal slings implanted. At this time co is unable to confirm that this pt did have a sparc sling implanted. The voluntary report form mw1031147 which MFR received from FDA/cdrh is the fourth reported incidence of bowel perforation which ams has received for the sparc sling system. The sparc sling system instructions for use states: "take care to avoid perforation of the urethra or bowel during needle placement". For the previous complaints where info was obtained, the pts had had extensive prior medical procedures and consequent tissue adhesion and abnormal anatomies. These conditions probably contributed to the physician puncturing the bowel during the sparc sling system needle insertion. The suprapubic approach used for the sparc sling system does not ordinarily pass close to the bowel.